Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. Customer changed pump supplies to address the issue. The customer could not recall their blood glucose value; however, it was displayed as "high"; however, specific value was not provided with ketones. The customer went to the emergency room on (B)(6) 2025 and was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. The customer was discharged later that same day.